Event description:
It was reported that a peritoneal dialysis (pd) patient passed away and had peritonitis at the time. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient was hospitalized (admission date not reported) for peritonitis. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with escherichia coli, bacteroides fragilis and enterococcus spp. White blood cell (wbc) counts presented with 41,375/mm3 with neutrophils at 97%. The patient was diagnosed with peritonitis due to possible contamination during ccpd therapy on the liberty select cycler. The patient was prescribed the following medications in response to the infection: intravenous (IV) vancomycin at 1 gm with every dialysis treatment, IV cefepime at 1gm with every dialysis treatment, intraperitoneal (ip) ceftazidime at 1 gm (unknown frequency or duration), IV daptomycin at 500mg (unknown frequency or duration), IV micafungin at 100 mg, IV piperacillin 3000 mg/tazobactam 375mg (unknown frequency or duration), one-time IV piperacillin 4000 mg/tazobactam 500 mg as a loading dose on (B)(6) 2021 and ip vancomycin at 500 mg (unknown frequency or duration). The patient was able to undergo ccpd therapy on a hospital provider cycler (unknown brand and model) during this admission until (B)(6) 2021 when the patient¿s pd catheter (not a fresenius product) was removed due to severe sepsis and peritonitis. The patient continued with hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the hospitalization. An additional wbc count was taken on (B)(6) 2021 to show the effectiveness of antibiotics, which presented 933/mm3 with neutrophils at 90%. The patient subsequently expired in the hospital on (B)(6) 2021 due to sepsis from bacterial peritonitis and end-stage renal disease (esrd). It was unknown if the patient was actively dialyzing on or around the time of his death. Additionally, it was unknown if the patient¿s death was related to pd therapy and/or any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away and had peritonitis at the time. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient was hospitalized (admission date not reported) for peritonitis. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with escherichia coli, bacteroides fragilis and enterococcus spp. White blood cell (wbc) counts presented with 41,375/mm3 with neutrophils at 97%. The patient was diagnosed with peritonitis due to possible contamination during ccpd therapy on the liberty select cycler. The patient was prescribed the following medications in response to the infection: intravenous (IV) vancomycin at 1 gm with every dialysis treatment, IV cefepime at 1gm with every dialysis treatment, intraperitoneal (ip) ceftazidime at 1 gm (unknown frequency or duration), IV daptomycin at 500mg (unknown frequency or duration), IV micafungin at 100 mg, IV piperacillin 3000 mg/tazobactam 375mg (unknown frequency or duration), one-time IV piperacillin 4000 mg/tazobactam 500 mg as a loading dose on (B)(6) 2021 and ip vancomycin at 500 mg (unknown frequency or duration). The patient was able to undergo ccpd therapy on a hospital provider cycler (unknown brand and model) during this admission until on (B)(6) 2021 when the patient¿s pd catheter (not a fresenius product) was removed due to severe sepsis and peritonitis. The patient continued with hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the hospitalization. An additional wbc count was taken on (B)(6) 2021 to show the effectiveness of antibiotics, which presented 933/mm3 with neutrophils at 90%. The patient subsequently expired in the hospital on (B)(6) 2021 due to sepsis from bacterial peritonitis and end-stage renal disease (esrd). It was unknown if the patient was actively dialyzing on or around the time of his death. Additionally, it was unknown if the patient¿s death was related to pd therapy and/or any fresenius product(s) or device(s).

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. An internal visual inspection of the returned cycler was performed and found no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between the patients death due to sepsis and esrd, and hd therapy on a hospital provided hd machine. The cause of the patients death can be attributed to sepsis caused by bacterial peritonitis and esrd. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of sepsis and preexisting cardiovascular disease. A temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patients peritonitis was stated a probable contamination, inferring this occurred during ccpd therapy on the liberty select cycler; however, the exact cause of peritonitis leading to sepsis was unknown. Additionally, there was no report of a deficiency or malfunction of any fresenius product(s) or device(s) that caused or contributed to the patients peritonitis. Lack of aseptic technique or touch contamination is the most common source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a polymicrobial infection involving opportunistic microorganisms that are part of systemic human flora. In the absence of a confirmed cause of peritonitis, product investigation and the unknown relationship between pd therapy and the patients peritonitis, sepsis and death, the root cause of these events cannot be determined at this time. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patients adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away and had peritonitis at the time. Upon follow up, the patients pd registered nurse (pdrn) reported this patient was hospitalized (admission date not reported) for peritonitis. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with escherichia coli, bacteroides fragilis and enterococcus spp. White blood cell (wbc) counts presented with 41,375/mm3 with neutrophils at 97%. The patient was diagnosed with peritonitis due to possible contamination during ccpd therapy on the liberty select cycler. The patient was prescribed the following medications in response to the infection: intravenous (IV) vancomycin at 1 gm with every dialysis treatment, IV cefepime at 1gm with every dialysis treatment, intraperitoneal (ip) ceftazidime at 1 gm (unknown frequency or duration), IV daptomycin at 500mg (unknown frequency or duration), IV micafungin at 100 mg, IV piperacillin 3000 mg/tazobactam 375mg (unknown frequency or duration), one-time IV piperacillin 4000 mg/tazobactam 500 mg as a loading dose on (B)(6) 2021 and ip vancomycin at 500 mg (unknown frequency or duration). The patient was able to undergo ccpd therapy on a hospital provider cycler (unknown brand and model) during this admission until (B)(6) 2021 when the patients pd catheter (not a fresenius product) was removed due to severe sepsis and peritonitis. The patient continued with hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the hospitalization. An additional wbc count was taken on (B)(6) 2021 to show the effectiveness of antibiotics, which presented 933/mm3 with neutrophils at 90%. The patient subsequently expired in the hospital on (B)(6) 2021 due to sepsis from bacterial peritonitis and end-stage renal disease (esrd). It was unknown if the patient was actively dialyzing on or around the time of his death. Additionally, it was unknown if the patients death was related to pd therapy and/or any fresenius product(s) or device(s).